Event description:
During first use/fire of sureform 60 xi stapler, the stapler clamped and then produced an error message "instrument failure. Use max force on touchpad to unclamp". Surgeon was able to unclamp the stapler using the touchpad. It was removed from the sterile field and a new sureform 60 stapler was opened and used for the case without incident. A black 60 load with seamguard xi was used on the first load as well as the successful subsequent load. There was no evidence of any harm to the patient or fragments from the stapler falling into the patient. The case was completed robotically with a new stapler. The event was called into intuitive help line as it occurred. Manufacturer response for sureform 60 stapler, (brand not provided), (per site reporter). They were notified as the event happened, no response yet.